Event description:
It was reported that pump displayed malfunction code 19, was not resettable, and there were no notable events prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump under warranty, instructed customer to place problematic pump into storage mode and return it within 10 days using provided materials, and advised customer to program pump settings and connect continuous glucose monitor on replacement pump.